Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the lab on 05/28/2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the aneurysm embolization procedure targeting a 3mm neck, 3.2mm x 4.3mm ¿right rear traffic aneurysm¿ with vascular twists and turns in the 61-year-old male patient with a history of diabetes for many years, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30105232) was placed at the neck of the aneurysm to place the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (enc452200 / 10998140) but there was resistance at the y-connector and it was difficult to advance the stent even with force. The stent was replaced with another 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device from the same lot (10998140). The second enterprise stent was advanced with difficulty to the m1 segment, but after several failed attempts to deploy the stent, the physician removed both the stent and the prowler select plus microcatheter and replaced both devices; the procedure was successfully completed with the replacement devices. It was reported that adequate flush was maintained through the catheter. Both stents were still attached to their respective delivery wires when they were removed. For both stents, there were no damage to the actual stent or its delivery system. The prowler select plus microcatheter had a bit of kinks when it was removed from the patient. It was reported that there was an approximate 40-minute procedural delay due to the reported event. The physician was not happy because the procedure was not smooth due to the issues with two consecutive stents not able to be deployed. There was no report of any patient adverse event or complication. The product was returned for evaluation and analysis. The investigation is documented below. Investigation summary: the non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in a pouch. Visual inspection was performed. The microcatheter was observed kinked at 128 cm and 133 cm from the proximal end. A microscopic inspection was performed; no other damage was observed. Dimensional measurements: the inner diameter (ID) and outer diameter (od) of the returned microcatheter were measured near the two compressed / kinked areas. The results were found within specifications. Hub ID = .0215 inch; specification: .021 inch minimum. Distal ID = .0215 inch; specification: .021 inch minimum. Actual microcatheter od (45cm from distal end) 0.0352 inch; specification: max. 0.0375 inch. A review of manufacturing documentation associated with this lot (30105232) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The complaint documented that during the procedure, the 150cm x 5cm prowler select plus microcatheter was placed at the neck of the aneurysm to place the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device, but there was resistance at the y-connector and it was difficult to advance the stent even with force. When the microcatheter was removed, it showed a bit of kinks. The kinks were confirmed based on the visual inspection performed. The functional evaluation could not be performed with the returned prowler select microcatheter due to its kinked condition. However, the condition of the microcatheter likely contributed to the resistance reported which resulted in the removal of the microcatheter from the patient¿s body to replace it. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the kinks cannot be conclusively determined, but it is likely due to force applied. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00133 and 3008114965-2020-00135. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, race, and ethnicity, were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30105232) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of two products involved with the reported complaint. The associated manufacturer report numbers is 3008114965-2020-00135. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the aneurysm embolization procedure targeting a 3mm neck, 3.2mm x 4.3mm ¿right rear traffic aneurysm¿ with vascular twists and turns in the (B)(6)-year-old male patient with a history of diabetes for many years, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30105232) was placed at the neck of the aneurysm to place the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (enc452200 / 10998140) but there was resistance at the y-connector and it was difficult to advance the stent even with force. The stent was replaced with another 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device from the same lot (10998140). The second enterprise stent was advanced with difficulty to the m1 segment, but after several failed attempts to deploy the stent, the physician removed both the stent and the prowler select plus microcatheter and replaced both devices; the procedure was successfully completed with the replacement devices. It was reported that adequate flush was maintained through the catheter. Both stents were still attached to their respective delivery wires when they were removed. For both stents, there were no damage to the actual stent or its delivery system. The prowler select plus microcatheter had a bit of kinks when it was removed from the patient. It was reported that there was an approximate 40-minute procedural delay due to the reported event. The physician was not happy because the procedure was not smooth due to the issues with two consecutive stents not able to be deployed. There was no report of any patient adverse event or complication.